Event description:
It was reported that during the implant procedure there was a set screw issue with the device when trying to connect the lead. The screw had gotten out of the device and the physician could not get the screw back into the device. The device as removed and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. However, it was noted that the returned device indicated a missing set screw.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).